Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump kept alarming no delivery. The customer's blood glucose reading ranged from 40 to 300 mg/dl. The customer treated with food. The customer declined to troubleshoot. The customer was advised to monitor the device and call back if problems persisted. The insulin pump was not replaced or returned for analysis.